Event description:
Related manufacturer reference number: 2017865- 2022-42278. It was reported that during a device change out, left ventricular lead exhibited very high thresholds and noise on atrial lead was also noted. Both leads were explanted and replace. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.